Event description:
Anesthesia progress note: with gentle traction of catheter, the urethra was extubated; there was no visible erythema, swelling, or heme. Upon removal of catheter, the balloon was in fact partially still filled with small remainder saline. Pictures taken of the chart and for the manufacturer. F/u per imaging team. All questions answered from family. Patient voided in pacu with some discomfort. Otherwise, stable and doing well in pacu, okay for d/c home. Patient was here for a nm kidney flow and function test. Once the test was over, the foley need to be removed. Rn attached syringe and tried to aspirate the fluid from the catheter balloon. He was only able to get 3 of the 5mls removed. Rn tried different types of syringes and was unsuccessful in removing the remainder of the fluid. Anesthesia and urology was called and it was determined to pull the foley. Anesthesia removed the foley with balloon still attached.